Event description:
It was reported that the patient had a baclofen pump. A few weeks ago, there was a ¿scheduling mishap¿ with the doctor's office and the patient¿s ¿pump went critical¿. The critical alarm was going off for at least two days before the patient realized what it was. The patient stated ¿with today's technology electronic sounds go off all the time. Being surrounded by smart phones, tablets, laptops, and desktops (most of which have at least 10 different alarm sounds) the pump alarm was lost in the cacophony. Even my refrigerator has an alarm¿. The patient had no symptoms of baclofen withdrawal related to the event. There was less than 0.1ml of baclofen in the pump. The patient went to her doctor's office, they refilled it, and she was fine.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).